Event description:
The customer contact reported a delay of critical therapy following an alarm condition. At an unspecified time, an unspecified channel of the device was programmed to deliver an unspecified concentration of diprovan and the delivery was started. No specific programming parameters were provided. After an unspecified length of time, while the nurse was changing the diprovan container the device alarmed "check flow stop." At that time, the nurse reported the pt "woke up" and became "startled, agitated and combative." The tubing set was removed from the device. Therapy was resumed using the other channel of the same device. The customer contact indicated that the pt returned to the previous level of sedation after the therapy was resumed. Although there was potential for serious injury, the customer contact indicated there were no adverse pt effects. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was not isolated or identified by serial number; therefore, it will not be returned for investigation. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the info known by the reporter upon query by hospira personnel.